Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn4203 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was given intravenous medicine at 9:30 am on (B)(6) 2020. During the intravenous injection, there was fluid leakage at the tip of the PICC connecting tube, and there was no fluid from the puncture point. Check that there was a crack in the catheter at the tip of the connecting tube.